Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The reason for use was intractable spasticity. It was reported that the patient¿s doctor would no longer treat them. The patient then reported that, ¿now my alarm was supposed to go off on (B)(6) 2019 and I have no one to refill my pump. I say supposed to because I was told that it is an audio alarm and I should be able to hear it. There are some tones I cannot hear. For example, the alarm on my oxygen machine. I asked my husband if he could hear anything and he said no. I don¿t know what to do. My pump was last filled on (B)(6) 2019 with 30 mg morphine with a rate of 14.295 and 10 mg of bupivacaine with a rate of 4.768 mg/day. The doctor removed two medicines that I normally received (clonidine and baclofen) when they filled the pump in (B)(6). He told me that was the last time he would fill it until we get the insurance straighten out.¿ the patient inquired about next steps. There were no symptoms reported. There were no further complications reported/anticipated.